Event description:
Boston scientific received information that a pg replacement procedure was performed. When the this right ventricular (rv) lead was connected to the new device, shock impedance measurements of greater than 125 ohms were observed. When programmed to single coil the shock impedance measurement was 90 ohms. It was suspected the lead, at the proximal coil, was damaged. The decision was made to deliver a 1.1 joule r wave synchronous shock to confirm that the single coil was working appropriately. A defibrillation threshold (dft) test was also conducted. Both tests were completed successfully, and no abnormal shock impedance measurements were observed. All other measurements were stable and normal with the new pg and the old pg. There were no adverse patient effects reported. This patient was scheduled for normal follow-ups.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, the impedance allegations against this device could not be confirmed during analysis, and the device met specification during returned product testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional evidence was received that the high shock impedance levels detected during this event were not a lead issue, but in fact related to this pulse generator. No other information has been received about the event. No adverse patient effects were reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Additional information was received that this device was explanted and replaced due to the ongoing impedance issue and returned for analysis. No additional adverse patient effects were reported.